Manufacturer narrative:
Patient information was unavailable from the site. Site contact: charge nurse: (B)(6). Manufacture date unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system during a functional endoscopic sinus surgery (fess). It was reported that the site was unable to register the patient using the tracer. The site was unable to get a passing registration and continued the case without navigation. Tracing was tried multiple times and the site was walked through the 3pt tracer and an ideal tracing pattern which still did not resolve the issue. The surgery was completed with less than an hour delay and no patient impact with aborted navigation.